Event description:
Ous MDR - it was reported that the lead had a lead fracture. The date of occurrence and the implantation date were not reported. No worsening of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - in the shipped state, the lead was destroyed and consisted of three lead fragments. The lead had been cut 5 cm and 20 cm distal of the connector pin, probably with a scalpel. During the analysis, a conductor fracture of the inner conductor helix was found 19 cm distal of the connector pin, as well as fraying of the insulation of the lead body. In addition, the outer conductor helix showed a deformation at that site. The observed damage manifestation requires an excessive mechanical load of the lead over a longer period of time. The position and characteristics of the damages lead to the assumption of a simultaneous occurrence of strong kinking and pressure loads immediately proximally to the ligature. Diagnostic to characterize the positional relationships of the implanted system were not available for analysis. The analysis was unable to find any manufacturing errors or material defects at the lead.